Event description:
Caller alleged discrepant results compared with the lab. Caller alleged inprecision with inratio meter. Results as follows: inratio precision data provided by end-user lot 70454: first test inr = 2.7. Second test inr = 2.1. Third test inr = 3.7. Fourth test inr = 3.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Inratio precision data provided by end-user lot 070454: first test inr = 2.7, second test inr = 2.1, third test inr = 3.7, fourth test inr = 3.8, mean = 3.075; sd = 0.82; %cv = 27%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested when returned.